Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support. Escalation analysis confirmed that the system was functioning within expected performance, with some differences attributable to lag or calibrations entered during periods of rapid glucose change. The case was escalated to the next level of support.review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to update the calibration file. The sensor re-link was completed successfully, and the system entered a re-initialization phase. Customer care monitored system performance over several days, during which calibrations aligned well with sensor glucose trends. Following post re-link monitoring, escalation confirmed there was no indication of a system issue. The user was advised to continue using the system and to calibrate as recommended. Multiple attempts were made to communicate final updates to the user. The user later confirmed a preference for email communication and was informed that the system was working properly. Review of dms showed the user actively using the system with up-to-date data and weekly calibrations. With no further concerns reported, the case was closed. B4.date of this report 09 feb 2026. G3.date received by the manufacturer? 09 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.